Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to claim no audio output on (B)(6) 2015. There was no report any injury or medical intervention. No additional event or patient information is available. Data download log was provided by the patient and reviewed for evaluation. Complaint of no audio output could not be confirmed through the logs when the data was reviewed on 12/23/2015. The root cause could not be determined post investigation.